Event description:
Pt died in his apartment fire. The pt had two liberator 30 sf units in his apartment. Pt was confined to a wheelchair . At this time the cause of the fire is unk nor are any other circumstances known.